Manufacturer narrative:
The insulin pump had a motor error alarm during rewind due to a corroded motor home switch. The pump was received with a cracked belt clip slot.

Event description:
It was reported that the customer had a motor error alarm on the insulin pump during rewind. There were also some motor error alarms in the alarm history.